Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the high definition lcd monitor had no function. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the complaint was confirmed and there was no image displayed on the lcd screen due to a defective printed circuit board. Also, evaluation found the lcd filter screen had impacts. This event is under investigation. A supplemental report will be submitted upon receiving additional information.